Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable is bent. It was unable to be confirmed if the usb cable could still charge the pump successfully as the customer decline to test it. There was no reported impact to the customer's blood glucose level. A replacement usb cable was sent to the customer.